Event description:
The ve lvas was implanted in 1999. The pt left the hosp after recovering from lvas implantation surgery, but was readmitted to the hosp in 2000, with pyrexia which was treated with IV antibiotics. The pt subsequently complained of tenderness around the ve lvad and its driveline. The pt continued to spike temperatures up to 38 degrees celsius, but investigations failed to reveal a source of infection. In 2000 the pt collapsed on the corridor of the hosp's transplant unit. There was no evidence of loss of consciousness, nor lvad malfunction, although the lvad was manually/pneumatically acturated for a short period of time as a precautionary measure. After the pt had been transferred to the pt's room, a system test of the lvad was initiated and indicated normal lvad function. At this stage the pt had a 4/5 power strength in the left leg and it was concluded that the episode was the result of a transient ischemic attack secondary to a trhombus or mycotic embolus. Neurological observations were initiated and a CT scan was scheduled for the following day. At 19:15 on the same day the lvad controller alarmed with a red heart alarm and the hosp switched to pneumatic actuation of the lvad. Surgical and technical help was summoned and shortly after hand pumping was initiated, blood was observed exiting the lvad from the driveline into the hand pump indicating blood entry into the motor compartment of the lvad. At this point, the hosp stopped hand pumping and reviewed the pt determining that the left ventricle was maintaining satisfactory output in the absence of lvad function (systolic blood pressure was approximately 90mmhg). The MFR was contacted for assistance and the incident and pt mgmt options were discussed. The pt was transferred to the itu were monitoring and testing of the pt were performed. The pt was to be observed overnight to assess heart function without lvad support to assist in determining appropriate mgmt options. During the night a suitable donor heart was identified from a local source, but this subsequently proved to be unsatisfactory and the transplant was cancelled. In the early hrs of the morning in 2000, the pt deteriorated and an intra-aortic balloon pump was inserted. The pt was consented for emergency lvad replacement. At this stage, the pt was fully conscious and indicated for the first time that pt had a backache since the previous day. When the outflow graft of the lvad was mobilized and divided very little blood flow was observed from the aortic end of the graft. Transesophageal echocardiography confirmed the presence of a false lumen in the ascending aorta, a new outflow graft was anastomosed to it. The lvad was replaced and the new lvad was started with initial flows of 5lpm; however, the flows deteriorated with concomitant right ventricular distension. Multiple organ failure ensued and following asystole and fixed dilated pupils, at 16:13 support was discontinued. The original explanted ve lvad was examined by the hosp and a 5mm perforation of the lvad diaphragm was noted.